Event description:
It was reported that (1) device was used during an unknown number of procedures. It was reported by the rep that during different cases, they have had intermittent tones resulting in several blade inquiries. There was no consequence to the patients.